Manufacturer narrative:
The information provided indicates that the sample is not available for analysis.

Event description:
Medtronic received a report that alleges that an air leak occurred. This was discovered during inspection prior to use. There was no patient involvement.